Manufacturer narrative:
(B)(4): implanted device remains.

Event description:
Per the clinic, the patient experienced a swelling with exudation around the implant side. The patient underwent a procedure to drain the side and was treated with antibiotics (type not reported); however, the issue could not be resolved.the patient experienced a skinflap breakdown resulting in the extrusion of the implant body.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2014, and the patient was reimplanted with another device during the same surgery. This report is filed april 24, 2015.